Event description:
The customer reported a red blinking led light. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 15th january 2020. During the investigation mosfet q44 was measured and found to have failed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 360p

Event description:
The customer reported a red blinking led light. There was no patient involved in this event.